Event description:
On (B)(6) 2013, customer states via phone that during an undetermined procedure, the fluoro failed. Staff was able to complete the procedure by bringing in a portable amx dr to complete the procedure. No pt information was available. No reported injury.

Manufacturer narrative:
Tech support troubleshoot system with biomed, finding the customer had a lot of liquid all over the table during the last case. Biomed said that some liquid got inside the image intensifier transducer board, this would explain the issue. Biomed reports that he was able to dry out the transducer board and now the table / system is fully functional without any issues.